Manufacturer narrative:
Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and force test of the returned device were performed following j&j medtech procedures. Visual analysis revealed that there were staples piercing through the shaft of the device, approximately halfway between the handle and the tip. A force test was performed, and the device was recognized and visualized correctly; however. Error 106 was displayed on screen. Due to this condition, the handle of the device was dissected, and resistance of the sensor pads on the printed circuit board (pcb) was measured. The results were found out of specifications. A dissection was performed right after at the tip area and an open circuit was identified. In addition, further investigation of the peek housing section revealed that there was correct application of adhesive (polyurethane - pu) on the wires. A manufacturing record evaluation was performed for the finished device number lot and no internal action related to the complaint was found during the review. The force sensor error reported by the customer was confirmed. The potential cause of the open circuit could not be determined. The potential cause of the staples piercing through the shaft conditions could be related to the handling/shipping of the device after the procedure; however, this could not be conclusively determined. The pierced shaft issue is unrelated to the reported event. The instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the broken shaft identified by bwi pal. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer's reported force sensor error investigation findings: inappropriate material (c0602) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the staples piercing through the shaft of the device identified by bwi pal. Note: the ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to smart touch unidirectional sf approved under p030031/s078. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular (av) node ablation procedure with a thermocool smarttouch sf, and a 106 alert code occurred after the catheter was plugged into carto, and before first ablation (out of box failure). A second device was used to complete the operation. There was no adverse event reported on the patient. The catheter was not used in the patient. No adverse patient consequence was reported. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual analysis revealed that there were staples piercing through the shaft of the device, approximately halfway between the handle and the tip. This finding is MDR reportable.